Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement, rv sense pin did not go fully into the header. Impedance levels were normal. When the lead was pulled tightly, it stays in the device header. Physician decided not to take any further actions. Patient was stable.